Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided, gender/sex: unknown, information not provided, date of event: unknown, information not provided. Lot number: unknown, not provided, UDI: unknown as lot number was not provided. Expiration date: unknown, as lot number was not provided, device manufacture date: unknown, as lot number not provided. (B)(6). Device evaluation: product testing could not be performed as the product was discarded. The consumer¿s reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot number was not provided. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the consumer is complaining about brown-black deposits on the lid of the oxysept lens case. The container was discarded. There were no patient involvement issues reported. No further information was provided.